Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID 977c165 (serial: (B)(6); product type: 0200-lead; implant date; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated that they had their scs installed in (B)(6) 2016 and some way down the line the implant was put in wrong and never worked. Patient stated that all the electricity went to the left leg instead of the right leg. Patient said that mdt reps tried to reprogram the implant but it was impossible to do. Patient wanted to find out where the mistake was made. Patient mentioned they needed all the records/reports with the reprogramming that was done to their implant. It was also reported that the patient had pain at the ins site. They had walking difficulty/immobility/loss of balance/unable to get out of bed. The patient had poor balance and pain in leg, uncomfortable p ocket site after weight loss and fall. The patient contacted the rep from a reprogramming session notes from 2016 timeframe; the rep gave him the notes available to me from nlink and suggested he contact patient services to see if they have access to additional re cords -patient states device was reprogrammed multiple times after implant and the therapy never worked for him -patient states surgeon believes lead placement appropriate for pain pattern -patient states device has not been used in years because it never worked - patient states he is in the process of gathering as much information as possible from all parties involved with his therapy -rep will meet with patient at his next pain management appointment on (B)(6) 2024 to see if the device can be restarted and a reprogramming s ession attempted; patient has been informed that device may not restart due to lack of use for several years.